Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the sys error 105, which was observed during power up. Sys error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105 during biomed testing. It was also reported there was no pt involvement.